Event description:
Info received indicates the head of the bed wouldn't go up.

Manufacturer narrative:
The tech isolated the issue to the head up valve solenoid. He replaced the valve to repair the bed.